Event description:
Major pump unit(s) involved: external control system failure.

Event description:
Major pump unit(s) involved: external control system failure;tear in driveline sheath.other component: driveline sheath tear;causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system.other intervention : thoratec rep repaired sheath with tape and silicone.type: lvad.